Event description:
Information was received alleging a ventilator failed to deliver adequate therapy while in use on a patient. The patient reportedly required hospitalization following the event. The complainant confirmed the ventilator was sounding an audible low-pressure alarm at the time of the event. The patient has recovered and returned home according to the complainant. The device has not been returned to the manufacturer for evaluation and no further details are available at this time. The manufacturer will file a follow-up report when the investigation for the reported event is completed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.